Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage on keypad traces. The device was received with cracked display window corner, battery tube threads, reservoir tube lip, and minor scratched display window.

Event description:
It was reported that the insulin pump button/keypad unresponsive. Customer's blood glucose was 88 mg/dl. Troubleshooting was done. Advised the customer that insulin pump would be replaced. No further information provided.